Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted (B)(6) 2013.

Event description:
It was reported that a remote transmission was reviewed after the patient received shocks for ventricular fibrillation. There may have been possible inappropriate shock due to ventricular fibrillation with atrial fibrillation/rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.